Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer continued to use the pump and had manual injections for insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.